Event description:
Per the audiologist's report, this pt was losing the use of electrodes over time. Integrity testing was performed in 2006. Thirteen of 22 electrodes were shown to be open circuited. Cochlear has not been informed about explantation/reimplantation plans.